Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that in the postoperative period, the patient developed lumbar radiculopathy involving l5, associated with acute and persistent s1-distribution pain. The event required prolongation of the existing hospitalization and resulted in additional treatment and supportive interventions. Management included medication administration, including opiates/narcotics, physician-directed rest, and steroid injections. At the time of reporting, the event outcome was noted as recovering/resolving. Diagnostic evaluation with computed tomography identified that the right l4 screw was perforating the anterior and right lateral cortical wall of the vertebral body. Imaging also showed the interbody cage to be slightly right-sided, with a linear finding suggestive of an incomplete fracture along the right inferior margin of the l4 vertebral body. In addition, multiple air bubbles of uncertain significance were observed given the short interval since surgery. Diagnostic testing was performed and documented. Date the site became aware of event on 2026-06-02. Patient reported allodynia (l5) and severe low back pain (s1) radiating to the posterior right leg. Unable to tolerate sitting due to pain. Required analgesia and pca morphine rescue doses for pain control. Patient details: corresponding procedure implanted index surgery, (B)(6) 2026. Site seriousness assessment: congenital anomaly: no; death: no; disability: no; hospitalization: yes; life-threatening: no; medical/ surgical intervention: yes. Site related assessment: adverse event was possibly related to study device and causal related to procedure. Sponsor assessment (oc muo): sponsor assessment causal related to index procedure, possible related to device. Patient experienced partial fracture of the inferior endplate of l4. On (B)(6) 2026, the patient experienced a cracking sensation while sitting down, followed by left radicular pain (l5). Computed tomography performed on (B)(6) 2026 showed a partial fracture of the right inferior end plate of l4. Revision surgery was planned. Diagnostics: computed tomography - follow-up study demonstrates a partial fracture of the inferior endplate of l4, which is in focal contact with the right screw. Interval increase in the vacuum phenomenon at the l4¿l5 interbody space is observed, which may suggest instability and/or mobilization at this level. Interventions: patient was hospitalized on (B)(6) 2026. Additional medication morphine was administered intravenously on (B)(6) 2026 for pain management. Outcome status: recovering/resolving. Additional information was received that on (B)(6) 2026, additional spinal surgery (revision at l4) was performed and corresponds with adverse event. Onset date: (B)(6) 2026. Interventions: hospitalization: (B)(6) end date 2026; specify the additional spinal surgery: additional spinal surgery, (B)(6) 2026.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.